Event description:
Additional information was received from a healthcare provider via a company representative. The patient had experienced increased pain and had felt that the pump was not working as it used to. The exact onset date of symptoms or failed catheter access port (cap) test was unknown to the company representative. The pump segment of catheter was determined to have been the issue. The pump segment was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID :8784 ,lot# serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4) , ubd: 15-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 10 (units not specified) and dose 2 (units not specified) via an implanted pump for spinal pain and degenerative disc disease. It was reported a catheter revision occurred on (B)(6) 2021 and the catheter was replaced and discarded. It was noted the pump segment of the catheter was replaced after a failed catheter access port (cap) test. The cap test was successful after replacement. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available. Additional information was received from a consumer on (B)(6) 2021 indicated they had surgery yesterday on the catheter as there was something wrong with the catheter because they were not getting all of the medication. It was noted this had been going on for a little while.